Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, the filter failed to expand and did not release from the pusher pad. During an attempt to withdraw the filter into the sheath, the unexpanded filter released from the pusher pad and migrated to the heart and then to the left pulmonary artery. No plans have been made to remove the filter. The patient was reported to be asymptomatic following the procedure.